Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc which can result in the system not being able to complete the startup sequence. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The defective flexvision pc was returned for analysis, and it didn¿t conclusively determine the actual failure however the replacement of the flexvision pc by the fse restored the system functionality. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.